Event description:
It was alleged the patient's skin broke down on the mattress.

Manufacturer narrative:
Supplemental report submitted with results of manufacturer's evaluation.

Event description:
It was alleged the patient's skin broke down on the mattress.